Event description:
It was stated that the customer required medical assistance due to diabetic ketoacidosis. It was also stated that the customer experienced no delivery alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.